Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Company representative reported patient was having concern with the infusion set. On follow up call patient reported he is discovering the adhesive is soaked with insulin after he boluses and then smells insulin. Patient thinks the leak is in the head set. Customer reported the only time he has leakage of insulin is when he uses his stomach. Patient stated he changes the site when this occurs. No adverse event reported. Requested return of the alleged infusion set for evaluation.